Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis of device data confirmed the reported oversensing and high impedance values; weekly ventricular impedance measurement was consistently around 500 ohms, then the week of explant, values were infinite. Evaluation summary: no anomalies found.

Event description:
Asku